Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, the balance middleweight elite yellow guide wire marker peeled as a dilatation catheter was being advanced over the guide wire outside of the anatomy. The guide wire was not replaced and was used without adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.